Event description:
Healthcare professional reported " report a left side capsular contracture baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on (B)(6) 2025. Is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.